Event description:
It was reported that the product broke when the surgeon was twisting the screw. Then the surgeon took out the broken product. Finally a backup device was used to complete the surgery.

Manufacturer narrative:
One sterile 7207678 8x25mm biorci-ha screw returned. The product was used for an arthroscopic acl reconstruction. The complaint indicated: ¿the product broke when the doctor was twisting the screw.¿ it is used and quite damaged. Dimensional inspection verifies that this is an 8mm product. The head is intact but the rest of the product is fractured and distorted from force. The physical condition indicates difficulty with proper insertion and pressure/force used during attempt to seat the screw. Subsequent request for information indicated that the bone condition was average and that a biorci screwdriver was used. No root cause related to the manufacturing of this device can be confirmed. No further investigation is warranted.